Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 2 atmospheres. The procedure was completed using an alternate device. No patient complications were reported.